Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a loose connection, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill two of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient reported that there was a loose connection between the heater line and the solution bag from which fluid leaked. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.